Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received multiple continuous glucose monitor error 42. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 242 mg/dl.